Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.1; lab-inr: 3.7; nurse (not on coumadin): 1.2.

Manufacturer narrative:
Customer claims obtained discrepant results (inratio higher than lab). Root cause analysis: the values of 3.7 from meter and 2.1 from lab were not evaluated because they were obtained on different days. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not returned.